Manufacturer narrative:
The field service engineer (fse) replaced the pipettor supply line and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the pipettor supply line is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).

Event description:
The customer reported approximately 100 milliliters of clear fluid leaked under the instrument and damaged tubing on the main pipettor involving the access 2 immunoassay system. The operator was wearing personal protective equipment (ppe) and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer had been analyzing patient samples prior to the event. Beckman coulter customer technical support (cts) advised the customer to retest patient samples back to the last acceptable system check or quality control (qc). There was no report of erroneous patient results generated. There was no patient consequence associated with this event. The facility has an exposure plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.